Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: visual analysis of the returned device identified: fold creases, deformation, white particles and was observed after autoclave cycle: cloudy gel and bubbles in gel. A weight test of the explanted material was verified and it was within specification. Based on the device analysis the final assessment is no observations found related with the complaint reported by the physician. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation is capsular contracture, baker grade iii. This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade iii and ¿left breast get higher and pushed up into the upper pole.¿ device has been explanted.